Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had air bubble anomaly. The customer stated there were air bubbles in reservoir they had tried to tap out but air bubbles returned. Customer stated air bubble around p-cap and o-rings. Customer stated there was rolling vial. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.